Event description:
Patient was implanted with a click'x construct at l4-s1. Approximately 2 years later, it was noted the 3-d head had popped off the click'x screw. Patient was returned to the operating room for removal of the click'x construct and revision to a pangea construct. This report is #1 of 3 for the same incident.

Manufacturer narrative:
Additional information has been requested. Investigation is on-going. No conclusion can be drawn.